Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and necrosis.

Event description:
Japanese academic societies reported via company rep unknown side "skin necrosis (nac)" and "wound edge separation / opening". Device remains implanted.